Event description:
It was reported that the device gave a cassette detect error. It is unknown if there was patient involvement.

Manufacturer narrative:
Unknown; no information has been provided to date. One device was received for analysis. Functional testing verified the reported event. After attaching a full cassette was attached and an alarm of cassette not attached appeared. Visual inspection showed the downstream occlusion (dso) sensor seal is delaminated, which made the dso sensor non-reactive. Fluid ingression was also seen which can cause the damaged downstream occlusion sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. The dso sensor and seal were replaced.